Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. On (B)(6) 2023, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, abscess, fistula, inflammation and numbness. No further patient complications were reported.